Event description:
Information received with return of the explanted device notes that the patient was admitted to the hospital due to chest pain and treated for acute myocardial infarction. The patient was resuscitated with a "chest thump". During the cardiac arrest, non-capture was noted. When the output was increased, capture was intermittent. The field clinical engineer was called to check the device. A telemetry link could not be established and there was no output.